Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.